Manufacturer narrative:
The device has been explanted and been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient was re-implanted with another ci on (B)(6), 2012.